Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that several dull knife blades were experienced. Procedure details, patient involvement and patient impact information is unknown. Additional information received clarified that the dull knife blades were noted during first use in multiple, separate cataract surgeries. Alternate knives were obtained in order to successfully complete each procedure. There was no harm to any patient. Additional information is not available for this report.